Manufacturer narrative:
Unit passed self test and displacement test. Pump error 4 found in pump history. Pump error 53 found in the pump history (line number = 58768 and file number = 32768). Problem isolated to electronic assemblies.

Event description:
The customer reported via phone call that their insulin pump had multiple pump errors. The customer¿s blood glucose was unknown. The insulin pump received pump error 4 and pump error 53. The customer was able to successfully clear the alarm and able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.